Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info provided by a cardinal health field service rep who reported the event.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a cardinal health field service rep. Field rep called and he stated that while checking this unit out, he found a problem with the alarm silence. The alarm silence will stay on all the time at times. Sometimes it will unlatched, but its way out of specs. Explained to him that it's most likely the alarm board. He requested pn's for the alarm board and alarm display board. Gave him pn and prices. He is going to inform the customer of the pricing."